Event description:
The pt's family member called to report this incident. Family member stated that pt took their normal dose of insulin at 10:00am. The suspect device was used at 3:30pm and a result of 118mg/dl was obtained. Pt then passed out. Paramedics were called and their meter was used and gave a blood glucose result of 34mg/dl. Pt was given an IV and taken to the hosp. At the hosp pt was fed, then released at 7:15pm. The suspect device was replaced with new product and authorized for return to the MFR for evaluation. The rptr also stated that l1 and l2 glucose controls were used and found to be out of range. L1 result was 168 and l2 was 230 (range 269-363). Glucose controls are used to test the accuracy of the system and out of range controls indicate a system out of spec.